Manufacturer narrative:
H6: the quality investigation is complete.

Event description:
No new information.

Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that following the patient underwent percutaneous cemented thoracic arthrodesis for vertebral fractures. Postoperative radiographic examination revealed extracorporeal prevertebral cement leakage at t12 and probable endovenous leakage at l2. The patient was hypotoxic for several days, with no identified cause (pulmonary embolism ruled out). It was further reported that the patient underwent a CT angiogram, which showed the presence of hyperdense material within the pulmonary arteries. It was also reported that there was the presence of cement within the prevertebral venous plexus opposite the t7-t8-t9 and t10 vertebrae. The patient had prolonged hospitalization. And a prescription of curative anticoagulation therapy for 3 months.